Event description:
It was reported there was no injury. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump and motor revealed feed thru anomaly.

Event description:
A motor stall recovery occurred on (B)(6) 2012. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred on (B)(6) 2012 with no recovery and was confirmed by pump logs. It was reported that the cause of the motor stall was unknown and that it was not related to electromagnetic interference (emi); however, the patient reported problems with his television at the same time of the stall. The patient 'heard beeping,' complained of withdrawal and experienced increased pain and 'twitchiness.' The patient was hospitalized and the nurse stopped the pump rather than setting it to minimum rate mode. The pump was then explanted and replaced. The device system was used to deliver morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).